Event description:
A bipap pro biflex auto device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the third-party service center noted and observed a "burnt connector" was found. Device came in with evidence of thermal event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.